Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after patient was done heavily pulling weeds, patient felt anxious they had done something wrong. Interrogation showed noise which could not be reproduced in clinic. Physician suspects a micro dislodgement. Patient was set up with a merlin transmitter and will be monitored. It was stated after the event the patient was doing fine.